Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a fiber-optic sensor failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to duplicate the issue with a fiber-optic tester. The fse replace the fiber-optic module and fiber-optic jumper cable. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a fiber-optic sensor failure. There was no patient involvement, and no adverse event reported.